Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I sent an email about the two materials coming apart on both guards that came in my pack. I was informed to mail this in and how to prevent it from happening again. I had no other complaints and was very impressed with fit and comfort the guards offered.